Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed the joint between the 3-way connector was broken. The issue was confirmed. The examination of the join confirmed the two parts were bonded at one time but had been broken apart. The evaluation determined the issue most likely occurred due to breakage during use.

Manufacturer narrative:
Initial reporter occupation: perioperative supply chain specialist.

Event description:
Information was received indicating that a smiths medical disposable was noticed that the 3-way connector was broken off just below the drip chamber. There were no reported adverse events reported.